Event description:
As reported by an edwards lifesciences field clinical specialist, patient was undergoing implant of a 23mm sapien 3 ultra resilia valve within a non-ew valve in the aortic position via left-transfemoral approach. During deployment of the valve, the commander delivery system balloon burst. The valve was partially deployed. As the balloon burst horizontally, it caused the balloon to "umbrella", and there was difficulty withdrawing the delivery system balloon back into the 14fr esheath+. Eventually, enough of the balloon was retrieved into the sheath, and the delivery system and sheath were able to be withdrawn as one unit through the left femoral artery. The physician requested to post-dilate with a 23 non-ew balloon and to upsize to a 16fr esheath+. The esheath+ was prepped and inserted into the patient. The 23mm sapien 3 ultra resilia valve was post dilated. The valve was fully expanded with no paravalvular leak and appropriate depth. Upon closure of access site, small dissection was noted on the left common iliac. Ballooning and stenting of the left common iliac and left common femoral were performed. The perceived root cause of the dissection of the left common iliac was the ruptured delivery system balloon which was exposed from the first esheath+ when removing the system. Patient remains alive and stable.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The events reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The returned device was visually evaluated, and following was observed: the delivery system balloon burst, exhibiting a full radial and longitudinal tear. No balloon pieces missing. Partial sheath liner delamination and sheath liner bunched. Sheath liner tear observed from distal tip approximately 3/8" long. The inflation balloon single wall thickness was measured along the edges of the burst location, and measurements met the specification. Due to the nature of the event, functional testing was not performed on the returned device. Device-related imagery was provided, and the following was observed: fully circumferential radial and longitudinal balloon burst. Still fluoro image of the thv successfully deployed in pre-existing bioprosthesis, with contrast remnants still present in a burst balloon. Imagery of the patient's anatomy was also provided, and calcification was present in the landing zone. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The delivery system balloon burst was confirmed based on evaluation of the returned device and provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The difficulty withdrawing the delivery system and subsequent injury was confirmed based on evaluation of the returned device. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Observed damage at the distal tip of the sheath, including partial liner delamination, liner bunching and tearing, is consistent with device snagging and withdrawal difficulties. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.